Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver was not articulated. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information. Customer stated that the instrument was not grasping the needle properly and was unable to hold the needle. The cables are intact and are not frayed. Regarding the case, customer believe there was no procedure delay.